Manufacturer narrative:
(B)(4). Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm and failed battery alarm due to no button respond. Pump received with stripped battery cap coin slot(p), cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the slight crack in pump screen and slot in battery cap is damaged. Insulin pump had no delivery alarm. Insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.